Event description:
The pump had an error alarm. During the call the customer stated that they were hospitalized for low bgs. The customer was off the pump for several days and the alarm could not be confirmed. Instructed the customer to call their doctor to adjust the insulin amounts. Suggested to call back the help line if the low bgs persist.